Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016. On an unspecified date the patient experienced allergy to nickel. It was reported that essure was removed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had allergy to nickel. Essure was removed. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the exact temporal relationship between essure insertion and event onset was not reported. Event outcome after essure removal was also not described. Despite the limited information provided, given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-jan-2017: despite several attempts no follow up information could be obtained up to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had allergy to nickel. Essure was removed. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the exact temporal relationship between essure insertion and event onset was not reported. Event outcome after essure removal was also not described. Despite the limited information provided, given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.